Manufacturer narrative:
Results: the 3maxc started to stretch approximately 108.5 cm from the hub and fractured approximately 155.0 cm from the hub. Conclusions: evaluation of the returned device confirmed that the 3max was stretched. It is possible for the 3maxc to become pinned against patient anatomy or other devices used in the procedure. If the 3maxc becomes pinned or otherwise restrained and is then forcefully retracted, resistance will be experienced, and damage such as this may occur. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the m1 using a penumbra system 3max reperfusion catheter (3maxc). During the procedure, the physician felt resistance but was able to advance the penumbra system 5max reperfusion catheter (5maxc) over the 3maxc to the target location. The physician then attempted to remove the 3maxc to begin aspiration with the 5maxc; however, felt resistance retracting the 3maxc through the 5maxc. Upon removal, the physician found that the 3maxc was stretched; therefore, the procedure was completed using a new 3maxc and the same 5maxc. There was no report of an adverse effect to the patient.